Event description:
It was reported that short longevity was observed on the pacemaker. Device was explanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of premature elective replacement interval was confirmed. However, the root cause could not be determined since no anomaly was found on the device or battery.